Manufacturer narrative:
H10. H3, h6: the device, used in treatment, has not been returned for evaluation. Visual inspection and functional evaluation could not be performed. We have been unable to confirm a relationship between the event and the device or identify a root cause on this occasion. If the device is received at a later date, then this complaint can be re-assessed. On this occasion, as no serial number details have been provided, a review of manufacturing records has not been possible, however, at this time we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Complaint history for the reported event has been reviewed, revealing further instances, these instances are being monitored to determine if additional actions are required. A clinical review reported, based on the information provided the root cause of the constant "canister full" alarm was likely due to a user vs procedural event. The user manual does advise the user that when troubleshooting inspect all tubing and connections for any leaks, obstructions or kinks. Since no further injuries are being reported due to the additional time under anesthesia, or extended hospitalize no further clinical assessment is warranted and no future harm to patient is anticipated. The risk file has been reviewed and contains delayed wound healing as a harm associated with leaks. The IFU for touch has been reviewed which provides adequate guidance on the steps to take with for this type of event, blockages or kinks in tubing leading to no negative pressure being delivered. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently.¿ in this instance, therapy will still be delivered. The IFU lists the methods for investigating constant alarms, users are advised to follow these at all times. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that on (B)(6) 2020 the renasys touch pump gave an alarm "canister full" while it was not full, the health care professional in the hospital changed the canister several times and this did not help. Then renasys touch device was changed but that did not help either. Due to the application was complicated, the patient got the negative pressure wound therapy (npwt) under anesthesia and at the end additional anesthesia was required in order to continue with the treatment. Finally all the npwt materials in the operation room had to be changed to fix the problem. There was no further harm or injury to the patient reported.